Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter was received connected to the advancer. Visual inspection of the device did not identify any damages or defects. The advancer knob was able to toggle back and forth. When toggled, there was no resistance, and the advancer knob moved smoothly. When the rotapro advancer was connected to the rotapro console and the ablation button was pressed, the device stalled and did not run. In order to determine the reason for the device stall, the advancer was dismantled and the components inside the advancer were inspected. Inspection of the device after destructive testing found that the driveshaft (turbine) was corroded. The corroded driveshaft found during analysis is not an expected factor during use of the device within the procedure, no other damages or defects to the device were identified during destructive testing.

Event description:
It was reported that the burr was stuck with the lesion. The 90% stenosed target lesion was located in the severely calcified proximal part of right coronary artery. A 2.15mm rotapro was selected for use. During the procedure, upon ablation, the device was slightly stuck in the lesion, but it was immediately released from being stuck. Thereafter, when the advancer knob was moved, it moved with less resistance and less force than usual, but the forward and backward movement of the burr tip became worse. The device was removed without issue. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that the burr was stuck with the lesion. The 90% stenosed target lesion was located in the severely calcified proximal part of right coronary artery. A 2.15mm rotapro was selected for use. During the procedure, upon ablation, the device was slightly stuck in the lesion, but it was immediately released from being stuck. Thereafter, when the advancer knob was moved, it moved with less resistance and less force than usual, but the forward and backward movement of the burr tip became worse. The device was removed without issue. The procedure was completed with another of the same device. No patient complications were reported.